Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that label printer did not work properly. A technical support specialist (tss) found that the port was missing for printer and could not reinstall driver. Further the field service engineer (fse) reset and reconfigured print drivers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the medication label printer prints nothing continuously. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.